Event description:
The pt had a MRI examination on examination on (B)(6) 2013, the physician has programmed voo mode during the procedure. However, he could not be able to reprogram the device in safer pacing mode. He has programmed the device first in vvi mode and then safer mode. An explanation is requested.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.